Event description:
I was informed that the infuse was impinging against my s1 nerve root, causing permanent nerve damage, bony overgrowth, in area's around it and into my spinal canal. I have constant back and leg pain. My legs and feet have muscle spasms, feelings of pins and needles and weakness. I can no longer sit or stand for long periods without pain.